Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 5.8 mmol/l and 17.3 mmol/l no adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.